Event description:
Patient had cracked line and went to physician. Line was pulled and while another one was being replaced, patient rec'd a punctured lung. Patient was admitted to hosp where another line was placed. Patient discharged to home in 2007 without discharge instructions. Registered nurse was with pt on the next day, and updated medication list. Patient complained on two days later, of shortness of breath and will be seen by physician on the following day, for follow up.